Manufacturer narrative:
Only the month ((B)(6)) and year (2020) of the event date are known. (B)(6). Device evaluation in progress.

Event description:
It was reported that the cuff component of the portex blue line ultra (blu) tracheostomy tube did not inflate. This product problem was observed during patient use. The tracheostomy tube was replaced with another one as a result. No patient injury or complications were reported in relation to this event.